Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on (B)(4) 2014 and evaluated on (B)(4) 2014. The product eval was unable to confirm customer reported problem due to condition of power adapter but had revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safe risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to medela customer service that her power adapter would not power the device. During the product eval on (B)(6) 2014, the technician observed a breach transformer housing exposing inner electrical circuity, which is a safety risk.